Event description:
It was reported that the patient experienced a low blood glucose of 68 mg/dl, treated with four glucose tablets, after which the ilet mobile app connection was lost and was subsequently restored by forgetting and re-enabling bluetooth and pairing the ilet with a code; glucose later rose to a reported high of 280 mg/dl and was in the 180s by call end, with education provided to treat lows using 15 grams of carbohydrates and reassess after 15 minutes. Symptoms included hypoglycemia. Outcomes included no health consequences or impact, with no medical intervention, ketone testing, or back-up therapy. Investigation included troubleshooting and education, and the device was re-paired to the mobile application. Investigation of this case revealed the cause of the glycemic excursions was unclear, and no device malfunction was identified during the call. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.